Event description:
As reported, when removed a 6/7f mynxgrip vascular closure device (vcd) the sealant came out of the device when removing the device from the patient. Hemostasis was achieved by manual compression. There was no reported patient injury. The shuttle handle was displaced. The vcd was used in a transfemoral cerebral angiogram using a retrograde approach. There was no damage noted to the device prior to opening the package. The device was stored and prepped per the instructions for use. The deployer was mynx certified. The vcd was used with a non-cordis 6f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The device was removed from the package according to the IFU. The sealant sleeves were not out of position. The user shuttled down completely. There was no significant resistance when shuttling down, and no unusual force was applied with retracting the sheath. The device was not returned for analysis as previously expected.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2203802 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, and h6. As reported, when removed a 6/7f mynxgrip vascular closure device (vcd) the sealant came out of the device when removing the device from the patient. Hemostasis was achieved by manual compression. There was no reported patient injury. The shuttle handle was displaced. The vcd was used in a transfemoral cerebral angiogram using a retrograde approach. There was no damage noted to the device prior to opening the package. The device was stored and prepped per the instructions for use. The deployer was mynx certified. The vcd was used with a non-cordis 6f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The device was removed from the package according to the IFU. The sealant sleeves were not out of position. The user shuttled down completely. There was no significant resistance when shuttling down, and no unusual force was applied with retracting the sheath. The product was not returned for analysis. A product history record (phr) review of lot f2203802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ unable¿ and ¿shuttle displacement¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, remove device, instructs user to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place during catheter removal, could dislodge the sealant from the vessel wall. Neither the phr review nor the information available indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
As reported, when removed a 6/7f mynxgrip vascular closure device (vcd) the sealant came out of the device when removing the device from the patient. Hemostasis was achieved by manual compression. There was no reported patient injury. The shuttle handle was displaced. The vcd was used in a transfemoral cerebral angiogram using a retrograde approach. There was no damage noted to the device prior to opening the package. The device was stored and prepped per the instructions for use. The deployer was mynx certified. The vcd was used with a non-cordis 6f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The device was removed from the package according to the IFU. The sealant sleeves were not out of position. The user shuttled down completely. There was no significant resistance when shuttling down, and no unusual force was applied with retracting the sheath. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The syringe was connected to the device with the stopcock open. The sealant and advancer tube were observed on the catheter shaft, covering the balloon proximal tip. The procedure sheath was not returned with the device. It was noted that the sealant sleeve remained in the manufacturing position, which indicated that the device may have not been inserted into an existing procedural sheath during the procedure. It is unknown if the device was manipulated after the procedure. The shuttle cartridge and the black handle were inspected for damages/anomalies that may have contributed to the reported incident, and no visual damages or anomalies were observed. Per functional analysis, the shuttle cartridge was retracted until the green hub locked onto the black handle without issue. The advancer tube was pulled proximally on the catheter shaft and observed properly engaged to the distal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f2203802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ unable¿ and ¿shuttle displacement¿ was not confirmed during analysis of the returned device. The device showed evidence of never being inserted into a procedural sheath. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, remove device, instructs user to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place during catheter removal, could dislodge the sealant from the vessel wall. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.